Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Custom continued to use the pump for insulin therapy.